Manufacturer narrative:
The initial MDR 2432235-2016-00115 was filed on march 07, 2016. Additional information (02/11/2016): while a siemens customer service engineer (cse) specialist was at the customer site, the cse performed several system checks, cleaned the luminometer unit and base pump. During a follow-up visit, the cse performed system decontamination, monthly cleaning procedure and primed the system. The cse checked the dark counts, ran calibrations, quality controls and precision testing, which were acceptable. The cause of the (B)(6) results on multiple patient samples is unknown. Additional information (05/26/2016): in the initial MDR it was stated that, it is unknown which results were reported for (B)(6). Additional information was received and the customer stated that (B)(6) results were reported for hbsag assay to the physician(s) for sample ids (B)(6). Corrected information (05/26/2016): the customer also stated that only sample ID (B)(6) was repeated using an alternate method and the result obtained was reported to the physician(s).

Event description:
(B)(6) and antibodies to (B)(6) results were obtained on multiple patient samples on an advia centaur cp instrument upon initial and repeat testing. The samples were repeated multiple times on the same instrument and repeat results did not match initial and other repeat results except for sample ID (B)(6). Sample ID (B)(6) was also repeated using an alternate method. The repeat result from the alternate method was not provided by the customer. The (B)(6) results were reported for hbsag assay to the physician(s) for sample ids (B)(6). The repeat result from the alternate method was reported to the physician(s) for sample ID (B)(6). It is unknown, which results were reported to the physician(s) for ahbs2 assay. There are no reports of patient intervention or adverse health consequences due to the (B)(6) results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a system check and replaced the reagent syringe. The cse ran calibrations, quality controls and performed precision testing. The cause of the discordant (B)(6) results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant (B)(6) and antibodies to (B)(6) results were obtained on multiple patient samples on an advia centaur cp instrument upon initial and repeat testing. The samples were repeated multiple times on the same instrument and repeat results did not match initial and other repeat results. The samples were also repeated using an alternate method. The repeat results from the alternate method were not provided by the customer and it is unknown which results are considered correct. There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.